Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male, patient, underwent aaa repair on (B)(6) 2011. (Act: 230). The patient's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. The right iia was coil-embolized before the aaa repair. The final confirmatory angiography showed an endoleak. The physician suspected that it might be a proximal type I endoleak, so touch-up was repeatedly conducted to the proximal neck part. However, another angiography taken in the graft showed an endoleak from the main body. The physician finally judged it as a type IV endoleak. (1820334-2011-00242). It was revealed that the placed iliac leg occluded a gate of the left iia. The left iliac leg was pushed up with a balloon and a sheath, but failed (1820334-2011-00243). The physician decided to take a wait-and-see approach. There has been no patient outcome provided. Updated on (B)(6) 2011. Add'l info provided on (B)(6) 2011; on (B)(6) 2011, the physician confirmed that the endoleak was solved. Although gluteal claudication was observed, the patient was discharged from the hospital with no problem.